Event description:
Pt experienced sudden onset of severe pain, as well as mild withdrawal symptoms, when catheter broke in intrathecal space. The proximal portion of the catheter was replaced, but the broken distal end remains in the intrathecal space and is not retrievable.